Manufacturer narrative:
Analysis of sample camera images from the analyzer showed abnormalities for a majority of the patient samples. Most contained very fine particles and foam. The investigation could not identify a product problem. The issue is consistent with insufficient pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 112 ng/l. The sample was repeated twice, resulting in values of 287 ng/l and 284 ng/l. The plasma of the sample was separated and it was re-centrifuged. The sample was then repeated twice, resulting in troponin t values of 303 ng/l and 304 ng/l.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). No calibration influence was observed. A general reagent issue is not present because controls were acceptable prior to the event. Isolated non-reproducible results do not represent a general malfunction of the assay. A review of the alarm trace showed 29 sample related alarms within 9 days. This is an indicator of possible poor sample quality. The investigation is ongoing.

Manufacturer narrative:
The customer stated they received discrepant troponin t results for two additional patient samples (samples 2 and 3). The second sample initially resulted in a troponin t value of 17.7 ng/l and it repeated as 14.0 ng/l. The third sample initially resulted in a troponin t value of 24.5 ng/l. The sample was repeated three times, resulting in values of 13.3 ng/l, 16.1 ng/l, and 14.2 ng/l.